Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device would run in forward when attempting to oscillate. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.